Event description:
A customer reported receiving a "ready to scan" message upon scanning the freestyle libre sensor. As a result, the customer was unable to obtain readings and experienced seizure. The customer regained composure and self-treated and received unspecified treatment from a third-party. Customer also called her doctor; however, no treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of "3 weeks ago." All pertinent information available to abbott diabetes care has been submitted.